Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Received these explanted prosthesis yesterday, from dr. (B)(6). Advised by surgeon that patient experienced joint infection, following primary tkr, and that the arthroplasty was revised (one stage revision) on (B)(6) 2010. Like product implanted that day. Patient apparently has not returned to dr. (B)(6) since last appointment, (B)(6) 2010, where he complained of ongoing pain, and poor range of movement. No contact by patient since (B)(6); failed to present at subsequent appointments.